Event description:
#Medwatcher #(B)(4). Since 2007 I have suffered horrible rashes that start as small bumps but eventually explode into blisters and burns as the pic below shows. In 2009 I started having heart palpitations and ended up in the hospital with a mild heart attack. Currently I feel as if I'm being stabbed all over my body with needles. Over the past 3 months I have suffered severe pelvic pain and stomach pain. On (B)(6) 2016 it became so painful I went to the emergency room where I was given pain medication and I found out I have gall stones. I'm an emotional wreck, in constant pain and have suffered intensely since 2007.